Event description:
Pt reports left hip replacements 1992, 1999 at other hosp. Pt now complains of left hip pain in certain positions, mostly abduction and a lot of clunking that does not hurt. In 2001, pt underwent left total hip revision for diagnosis of failed left tha, liner shell dissociation left tha chronic evulsion abductor mechanism, extensive metallosis left hip.